Event description:
It was reported that the patient presented to the clinic for a follow-up, experiencing an increased heart rate and not feeling well while walking. It was noted that the pacemaker exhibited a rate response issue. Programming changes were suggested; no intervention was performed. The patient was in stable condition.